Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies to address the issue. Reportedly, the customer was reusing the cartridges. Tandem technical support educated the customer that reusing cartridges is considered off label per the tandem user guide. It was also reported that the customer experienced a low bg of 40 mg/dl, cause was unknown. Customer consumed food to address their bg.